Event description:
It was reported that during support with an imepella pump the automated impella controller had a failure "console error" and it stopped working. Patient outcome is unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.